Event description:
It was reported that three trocars leaked at the valve during a laparoscopic cholecystectomy, later into the procedure. The trocars were not replaced, and were used to finish the case. There was no pt injury. See MFR reports# 2134070-2012-00209 and 2134070-2012-00210 regarding the other trocars.

Manufacturer narrative:
Final device investigation found that upon function testing, the device passed a leak test. It was noted that the seal cap was not flush on the cannula. The complaint could not be confirmed.